Event description:
N/a

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product were not performed since the lot number was not reported and the product was not returned for analysis. There were no issues noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported failure to advance, difficulty to remove and tip separation appear to be related to circumstances of the procedure. In this case, the guide wire failed to advance through the dislodge stent. It is likely that during attempts to advance through the dislodged stent, the guide wire tip became kinked or damaged resulting in the difficulty to remove from the stent. Manipulation against resistance with the dislodged stent likely resulted in the tip separation. Additionally, the treatment appears to be related to the operational context of the procedure as another stent was used to crush the separated piece of the guidewire and stent into the vessel wall. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The UDI could not be provided as the lot number was not provided. Na.

Event description:
It was reported that the procedure was to treat a circumflex artery. During the procedure, a non-abbott stent delivery system (sds) failed to cross the lesion and when an unspecified guide wire was pulled back the stent of the non-abbott sds became dislodged. A 014 hi-torque extra s'port guide wire was attempted to cross through the non-abbott dislodged stent; however, it failed. During removal the hi-torque extra s'port guide wire met resistance with the non-abbott stent and the tip of the guide wire separated. Another stent was used to crush the separated piece of the guide wire and stent into the vessel wall. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.